Event description:
It was reported that, during a tha surgery, the threads on the tip of one (1) r3 offset impactor broke. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation has been opened.